Event description:
It was reported that during a pci procedure, a shaft break occurred. The lesion was located in the first diagonal artery. The physician was using a kissing balloon technique and experienced difficulty advancing the device past the lesion. The device was "pushed strongly" and the hypotube kinked. After removing the device from the patient's body, the physician attempted to straighten the hypotube and it subsequently broke. There were no patient complications. Patient status listed as "fine."